Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter shaft was broken.during a percutaneous coronary intervention, an opticross¿ imaging catheter was used to diagnose a 95 percent stenosed, severely tortuous and severely calcified target lesion was located in the right coronary artery, however, the catheter shaft got broken when checking the target lesion. The procedure was completed with another of same device. No patient complications reported and the patient's condition is stable.

Manufacturer narrative:
The device was returned for evaluation. Examination of the returned device revealed a kink in the telescope assembly. The telescope female tubing was found detached from the anchor seal assembly and from the distal strain relief. The imaging window was observed flattened. No issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the catheter shaft was broken. During a percutaneous coronary intervention, an opticross imaging catheter was used to diagnose a 95 percent stenosed, severely tortuous and severely calcified target lesion was located in the right coronary artery, however, the catheter shaft got broken when checking the target lesion. The procedure was completed with another of same device. No patient complications reported and the patient's condition is stable.